Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a tear in the system controller power cable. Rescue tape was applied. Log files did not contain any unusual events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6) having a damaged power cable was confirmed through the provided photo. The photo revealed that the white power cable had some damage to its outer jacket which exposed the inner layers. There were no visible damages to the individual wires within the cable. A log file was also submitted for review, which contained information spanning from 19oct2024 to 23oct2024, per timestamp. No atypical alarms were observed, and the pump maintained within the expected speed range without issue. Available information indicated that rescue tape was applied to the damage. The system controller was not returned to abbott for analysis. The root cause of the reported damage could not be conclusively determined. The device history records showed that the system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate iii patient handbook (rev d) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate iii patient handbook (rev d) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.